Event description:
It was reported that during a cryo ablation procedure, a system notice was received indicating that the safety system detected a high level of refrigerant flow and stopped the injection. The auto connection box, electrical umbilical cable and balloon catheter and console were replaced without resolution. The balloon catheter was then replaced to resolve the issue. Additionally, the data files could not be downloaded as they were corrupted. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: four image files and the 2af283 balloon catheter with lot number 16946 were returned and analyzed. The first image showed system notice 50030 (the safety system detected a high level of refrigerant flow and stopped the injection) displayed on the console screen. The second image showed two 2af283 balloon catheters, but the lot and serial numbers could not be verified. The third and fourth images showed back up patient files with corrupted files messages displayed. The balloon catheter was visually inspected and functionally tested. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for 13 applications on the reported event date. The catheter was recognized and passed the electrical integrity verifications and performance test. The catheter completed the inflation, ablation, and thawing phases with no console system notices generated. No performance issues were identified. All pressure and flow values were in range and the temperature curve had no oscillation or overshoot. During inflation, a kinked guide wire lumen was observed inside of the balloon segment. Pressure testing and inspection of sub-components of the balloon, handle, and shaft segments was performed. During inspection and pressure testing of the shaft segment, a guide wire lumen kink and breach were observed 1.5 inches proximal to the catheter tip. In conclusion, the balloon catheter failed the return product inspection due to a kink/twist and breach observed on the guide wire lumen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.